Event description:
It was reported that during an investigating preclinical toxicology testing in an animal for a liver cancer treatment infusing an agent (fusion protein anti-agent) through a guide catheter and a prowler lpes (606s155x/16052345) into animals. In some of their histology they have found some small, blue gel-like bodies in small vessels. The investigators were wondering if this may be from the hydrophilic coating of the guide or the prowler. They are not sure if they were also using our guide catheter, but they will provide the information. The investigators don¿t believe there is a clinical issue with what is happening (even if it is from the prowler or guide). Additional information indicated that the lot number for the device was 16052345, and the device was initially new. However, the same device was used for at least two other procedures, and in between after flushing, it was left a isotonic saline bath for at least 2 hours prior to using in the other procedure. Additionally, contrast was used to visualize the arteries. Additionally, it is not known if constant and dedicated saline source was used while the microcatheter was used for the procedures. No resistance/friction occurred during use of the microcatheter with a guidewire. There were three or four animals total which had the blue curvilinear structures, mpi is checking these animal numbers to see if these animals had reused catheters. All the products were used in a similar fashion to the one reported in this event, and some were used right out of the sterile pack, some were reused. Currently the end user are taking shavings off of the hydrocoat and processing histologically, including staining with hematoxylin and eosin stains, allow for comparison to original sections. Also, if any part of the microcatheter is available it will be return for analysis.

Manufacturer narrative:
(B)(4). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that during an investigating preclinical toxicology testing in an animal for a liver cancer treatment infusing an agent (fusion protein anti-agent) through a guide catheter and a prowler lpes (606s155x/16052345) into animals. In some of their histology they have found some small, blue gel-like bodies in small vessels. The investigators were wondering if this may be from the hydrophilic coating of the guide or the prowler. They are not sure if they were also using our guide catheter, but they will provide the information. The investigators don¿t believe there is a clinical issue with what is happening (even if it is from the prowler or guide). Additional information indicated that the lot number for the device was 16052345, and the device was initially new. However, the same device was used for at least two other procedures, and in between after flushing, it was left a isotonic saline bath for at least 2 hours prior to using in the other procedure. Additionally, contrast was used to visualize the arteries. Additionally, it is not known if constant and dedicated saline source was used while the microcatheter was used for the procedures. No resistance/friction occurred during use of the microcatheter with a guidewire. There were three or four animals total which had the blue curvilinear structures, mpi is checking these animal numbers to see if these animals had reused catheters. All the products were used in a similar fashion to the one reported in this event, and some were used right out of the sterile pack, some were reused. Currently the end user are taking shavings off of the hydrocoat and processing histologically, including staining with hematoxylin and eosin stains, allow for comparison to original sections. Also, if any part of the microcatheter is available it will be return for analysis. The device was not returned for analysis, and review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event could not be confirmed, since the product was not returned for analysis. Additionally, with the information provided it appears that user handling may have contributed to the event, since the product was used in an animal and the product was left in saline bath along with used in multiple animals. The label for use indicates that the device is used for human use and also provides guidance in the proper use of the device. This lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.